Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to verify model lap top ventilator 1200 failed leak test. Upon service, the service technician found an additional problem prior to shipping ventilator back to customer. The lap top ventilator 1200 failed general checkout at oxygen enrichment testing. During testing, the unit measured value at 39.71% when minimum specification is 55%. The service technician replaced the oxygen blender on unit and retested the ventilator. The lap top ventilator 1200 passed. No additional issues noted.

Event description:
The customer reported model lap top ventilator 1200 ventilator failed leak test. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm. An additional problem was found in service.